Manufacturer narrative:
This is a duplicate report of 1218950-2015-06436

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was giving a signal that r wave was off. There was no patient involvement.